Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, that patient was found to have a moderate pneumothorax which was identified by a post-procedure chest x-ray. Although the patient remained asymptomatic, a chest tube was placed to resolve the pneumothorax. The patient was hospitalized for two nights and then discharged home. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. A moderate pneumothorax was identified by a post-procedure chest x-ray. Although the patient remained asymptomatic, a chest tube was placed to resolve the pneumothorax. The patient was hospitalized for two nights and then discharged home. The lesion biopsied during the procedure was just over 1 cm in size and was in the peripheral left upper lobe, about 2 mm from the pleura. The physician does not believe that an ion product caused or contributed to the pneumothorax, but instead was caused by use error. The physician stated, ¿the ap approach to the nodule, the peripheral nature, and the inability for our c arm to articulate far enough led me not to appreciate the distance the needle tipped brush was traveling.¿ the physician confirmed that there was no malfunction of the ion system, instruments, or accessories.